Event description:
The pt experienced nausea beginning approx (B) (6) 2009. The pt was 'so sick he couldn't stand up.' The pt had no other symptoms. The pt probably did not have an allergy to the morphine delivered by the pump. The pt had a gastroenterology appointment for his esophagus (date and results unk). The hcp had increased the morphine dosage delivered by the pump at a refill visit on (B) (6) 2009. It was unclear if the pt was having a reaction to the medication delivered by the pump. It was also reported that a pump alarm was confirmed with telemetry. The pt did not hear the alarm. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).